Manufacturer narrative:
Additional information has been requested regarding the reason for the explant. The return of the device for analysis has been requested, but the device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from the physician that this bioprosthetic pulmonary valved conduit was explanted four years after it was implanted. The reason for the explant is unknown. The conduit was replaced with a new bioprosthetic valved conduit. Following the replacement there were no adverse patient effects reported.

Manufacturer narrative:
Conclusion: multiple attempts to obtain the reason for explant were unsuccessful, and the device was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.